Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. During preparation the physician found the proximal end of the 2.25x32mm promus element stent was damaged. Another 2.25x32mm promus element was used to complete the procedure. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. The struts on the first 2 rows from the proximal end were misaligned and stretched and were resting on the proximal markerband. The outer diameter was measured to be in specification. The stent length was measured to be above the specification for this device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. During preparation the physician found the proximal end of the 2.25x32mm promus element stent was damaged. Another 2.25x32mm promus element was used to complete the procedure. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.